Event description:
It was reported that a user who had completed a supply change reached the ¿fill tubing only¿ screen and inadvertently filled 1.7 units while connected through the infusion set, after which the user was guided out of that workflow and education was provided. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health and no alerts or alarms. Investigation included troubleshooting and user education focused on proper navigation of the fill tubing function and infusion procedures. Investigation of this case revealed user interface use error, with the infusion set and cartridge involved, and the device otherwise functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user interaction error.